Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, serial (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. A drill test was performed with the customer drill. Once testing started, the drill produced a louder-than-expected noise and got hot to the touch. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is early stage motor failure. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during anspach emax 2 plus hand piece - rohs annual service inspection, it was noticed that there was a strong vibration while operating and a strong metallic smell after prolonged use. The drill also becomes very warm. No case involved; therefore, there was no patient involvement.